Manufacturer narrative:
The subject device was returned to the olympus repair center. The service evaluation could not confirm the customer¿s reported problem the image was visible at the upper portion of the screen but there was no image at the lower portion of the screen. However, the outer cover of the cable was broken resulting in noise on the image. Also, the inspection found traces of fluid invasion inside the charged coupled device. The device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service request that the customer high-definition camera head has a noisy screen, the image was visible at the upper portion of the screen but there was no image at the lower portion of the screen. Also, the image was flickering. The customer¿s reported problem was found during inspection before use. The scheduled procedure was completed with another similar device. There was no delay, and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomena of ¿image was displayed at the upper part of the screen, but there was no image at the lower part of the screen¿ and ¿image flickered¿ were duplicated. It was determined that the flickering image occurred due to the following reasons: the outer skin of the cable was torn, hence, fluid entered inside the charge-coupled device (ccd) and caused a problem in the ccd. This was why the lower part of the screen could not be processed properly. The cause of the torn outer skin of the cable and the cause of the fluid inside the ccd could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.